Event description:
A customer reported that the pump's wake button was difficult to press and sometimes needed multiple attempts to activate the screen. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.